Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that both peri-pump tubes were worn which caused leaking from the cta assembly and overflowing from the wash probe station. The fse replaced both peri-pump tubes which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a leak which came from the cta (closed tube aliquotter) assembly of the unicel dxc 600i synchron access clinical system. The customer also indicated that the wash probe station had overflowed. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.